Manufacturer narrative:
The unit was received with blank display due to a broken solder joint at the interface board. The unresponsive button could not be verified due to the blank display. The unit was received with a scratched display window and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The patient's blood glucose at the time of incident is unknown. The display was currently blank. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The device was not bumped, dropped, or exposed to moisture. However, the customer noticed that the bolus button was not working at all; the customer had to use the easy bolus function. The insulin pump was returned and replaced.